Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer got repeated blood glucose request she missed to deliver a bolus at lunch but she already gave herself bolus got 407 mg/dl and checked her blood glucose again and now its 397 mg/dl. The customer was declined to troubleshooting. It was unknown that the customer did used to auto mode feature at the time of event. The device will not be returned for analysis.